Event description:
It was reported that the patient received inappropriate therapy due to oversensing, and the short interval count was 800. An attempt was made to reprogram the device, however the patient again received inappropriate therapy. The lead was explanted. No further patient complications have been reported as a result of this event.